Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary customer returned a total of 9 used 4mm, 32 gauge pen needles. No teardrop labels were returned for lot confirmation. Visual inspection of the patient end of the pen needles did not find any immediately observable issues. Each of the pen needles was applied to a skin analog. No resistance was encountered during simulated use. The reported issue could not immediately be confirmed via inspection or simulated use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the needle not exiting the patient as intended. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using (brand name) the pen needle would not detach. There was no report of patient impact. The following information was provided by the initial reporter: spouse reported, it is difficult to remove the pen needle after some injections stated, it does not happen all the time. "Maybe one out of three times".

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) the pen needle would not detach. There was no report of patient impact. The following information was provided by the initial reporter: spouse reported, it is difficult to remove the pen needle after some injections stated, it does not happen all the time. "Maybe one out of three times"